Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The blood glucose levels were not reported. Troubleshooting revealed that the insulin pump was programmed correctly. It was also stated that, the insulin pump gave some alarms prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.